Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced blockage at site which resulted in high bg (320 mg/dl). No further information available.